Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the device was rejected at surgery; and not an explant as previously reported. This report is filed october 6, 2016.

Manufacturer narrative:
This report is submitted on august 24, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
A possibly explanted cochlear implant was received by the manufacturer on july 26, 2016. Additional information was requested; however, was not made available.